Event description:
Gradual swelling in right knee [joint swelling], increasing unrelenting pain [arthralgia], right knee effusion [joint effusion], hard to walk [gait disturbance]. Case description: spontaneous report was received on (B)(6) 2013 from a physician, a (B)(6) male (who is also the pt), (B)(6). The pt's medical history was significant for previous medical device implantation with synvisc-one (hylan g-f 20) for 7 years, every six months, and ongoing osteoarthritis. On (B)(6) 2012, the pt initiated treatment with synvisc one injection, dosage regimen and route not provided. The same day in the evening, the pt developed gradual swelling of the right knee and increasing unrelenting pain in the right knee. On an unspecified date, the pt visited a physician (md) who aspirated 80 cc of semi clear and semi-cloudy fluid with amber color in it from the right knee and gave a corticosteroid. It was reported that the pt was still sore, especially at night and it was hard to walk for the pt in the evening or in long distance. The action taken with synvisc one treatment was not provided. The outcome for the events of right knee effusion and hard to walk was not provided. The outcome for the events of gradual swelling in right knee and increasing unrelenting pain was not yet recovered. Concomitant medications were not provided. The intensity for all the events for all the events was not provided. The reporting physician did not provide the relationship of synvisc-one with the events of right knee effusion, hard to walk, gradual swelling in the right knee and increasing unrelenting pain.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.